Manufacturer narrative:
Lot number, unique device identification (UDI) and manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the tap was stuck in the navigated frame component. There was no patient present.